Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 transcatheter valve, implanted in the aortic position for 5 years and 1 month, is experiencing moderate stenosis, increased gradient (55mmhg), and mild-moderate regurgitation by transesophageal echo cardiogram (tee). The patient will need a valve in valve procedure. Per the recent echo report, the patient reported having an increase in dyspnea on exertion, with improvement in edema after starting lasix. The patient was found to have early bioprosthetic valve failure. It appeared that the valve has a frozen leaflet on tte and a mean gradient near 50 mmhg.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. The complaint valve degeneration was confirmed by medical records. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Additionally, it was noted that patient had hyperlipidemia, hypercholesterolemia, coronary artery disease and diabetes. Hypercholesterolemia/ hyperlipidemia had been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years 1 month post valve implant could not be determined, available information suggests that patient factors (hypercholesterolemia, hyperlipidemia, pre-existing valvular disease process) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.